Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's first stimulation device was replaced because, he was feeling stimulation in his lungs. No further information about this event was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the fall was due to a ¿faulty sidewalk" and due to this the device was replaced.